Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with moisture damage on the electronics and motor assembly. No blank display noted. The device was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump was exposed to pool water. The blood glucose reading was not known. She stated that the display went blank immediately after the exposure. Water was visible on the inside of the insulin pump. Nothing further was reported.